Manufacturer narrative:
Concomitant products: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2013, product type pump; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was reported by the consumer regarding their implanted pump system which was used to deliver dilaudid (20 mg/ml at an unknown dose). The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the pump was alarming. The pump had been empty since (B)(6) 2015 when a test was done which showed that the catheter was rusted. The patient experienced withdrawal symptoms in (B)(6) 2015. It was reported that the critical alarm started in (B)(6) 2015 and the patient did not understand what they were hearing every 15 minutes. The patient was not having any symptoms at the time of the report. The patient also reported that they went through adult protection services in (B)(6) 2015 and knows why their healthcare professional (hcp) did not fix the issue or remove the pump. Further follow up was done to determine the cause of the rusty catheter and empty pump what steps were taken to resolve the issue.